Manufacturer narrative:
This report is associated with (B)(4), polident overnight denture cleanser tablets.

Event description:
I mistakenly took two big swallows of polident liquid. [Accidental device ingestion] case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a female patient who received denture cleanser (polident overnight denture cleanser tablets) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident overnight denture cleanser tablets (oral) at an unknown dose and frequency. On (B)(6) 2018, an unknown time after starting polident overnight denture cleanser tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with polident overnight denture cleanser tablets was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident overnight denture cleanser tablets. Additional information: adverse event information was received on (B)(6) 2018. Consumer reported that, "I mistakenly took two big swallows of polident liquid. It was a sample from the dentist it was impaired. When you take out one of the tablets you cant see what it says. It was the polident overnight whitening".